Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 494 mg/dl. The insulin pump alarmed motor error. Diagnosed diabetic ketoacidosis, abdominal issues and migraines. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received in with intermittent button response due to corroded keypad traces. The device passed the displacement, self-test and basic occlusion tests. Off no power alarm functioned properly and motor passed motor test. Unable to perform the prime and excessive no delivery tests due to a faulty force sensor resistor. A scratched display window, cracked reservoir tube lip and missing end cap sticker was noted.